Manufacturer narrative:
Additional information was requested and the following was obtained: what were the results of cultures performed? Unk. What medical intervention was performed to treat the infection? Unk. What is physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient current status? Stable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. What was the condition of the tissue (healthy, diseased, weakened)? Diseased. How was the suture placed (interrupted or continuous)? Continuous. What medical intervention was performed for the ¿infection¿? Unk. What is the surgeon opinion of the contributing factors to the infection? Unk. Can you explain ¿wound suppurated¿? Infection. What was the date that the patient wound suppurated and turned red? (B)(6) 2017. Can you explain the wound ¿healed not well¿? It didn't heal. What was the indication for the surgeon to remove the sutures on (B)(6)? Unk. What is the current condition of the patient? Stable. Were any cultures taken of the wound to identify infection? Unk.

Event description:
It was reported that the patient underwent surgical procedure on (B)(6) 2017 and suture was used. Following the procedure on (B)(6) 2017, the patient wound had not healed well. The wound suppurated and turned red. The sutures were removed. The current condition of the patient changed to better and patient condition was reported to be stable. No additional information was provided.